Event description:
It was reported that the device was used during a lap cholecystectomy procedure. The device jaws were replaced on a vessel and when the device was fired, it appeared as though the jaws were retracting instead of covering the vessel. As a result, the clips were not secure on the vessel. This occurred under normal firing conditions. The device was not used to secure a catheter. The case was completed with a same like device with no patient consequences.